Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, a kink was observed on the dual shaft at the hypotube transition adjacent to the member cap appeared to be associated with the receipt condition. The distal end of the catheter appeared damaged. The handle appeared intact. The micro knob (thumb wheel) appeared to retract and advance the capsule. The macro (cursor) moved to fully advance and retracted positions and locked in place when released. Several kinks or telescoping were observed along the capsule between the proximal and distal ends. A small kink was observed on the radiopaque marker band. Tiny stress marks were observed on the distal tip of the capsule along the radiopaque marker band. The plunger tube was bent at the plunger hub transition. Deformation or gouge marks on both catheter tabs appeared to be due to wear from the valve frame loop upon deployment. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned high above the annulus and was pulled back to the sheath in the left subclavian artery; 1/3 of the valve was constrained and attached to the delivery catheter system (dcs). While collapsing the remaining 2/3 of the valve into the non-medtronic sheath, the valve tabs disengaged from the dcs. The dcs was pulled back until the nose cone entrapped the outflow portion of the prosthesis in the sheath. The entire system, including the sheath, was advanced to the ascending aorta where the valve was deployed by advancing the dcs through the sheath. A second transcatheter bioprosthetic valve was placed with a second dcs, resulting in mild paravalvular leak (pvl). No additional adverse patient effects were reported.